Event description:
Report 1 of 2 customer contacting tsc to report a unexpected false positive mix field (mf) result with a patient in the mts abd/rev gel card lot# 062121037-06 on the vision. Customer reports the patient in question has been transferred to their facility on (B)(6) 2021 while receiving a unit of rh negative packed cells. The customer initially tested the sample on the vision and the d micro well was issued a mf result. Based on this unexpected mf result, the customer contacted the original facility where the patient was transferred from who had reported a historical rh type as negative. The customer then recollected another sample and tested the sample on the vision and again reports a mf to the anti-d well. The customer then tested the original sample by the traditional tube method and reports a negative result (as expected) at immediate spin and carried out the ahg phase of testing. Issue started on:(B)(6) 2021. Microtubes/wells or cell (donor #) affected: anti-d. Reaction grade obtained: mf. Customer was expecting: negative. Test repeated :yes. Number of samples affected? 2. Was qc affected? No. Was any expired product used? No. When was the last successful qc run? (B)(6) 2021. Transfusion history: no history at the reporting site but a long transfusion history at transferring site as rh negative. Troubleshooting steps performed by tsc: no reports of any concerns with qc or any other patient sample. Qc confirmed to be acceptable. Tsc advised the customer to contact the transfer site and verify their means of testing. Customer confirmed that the transfer site only performs tube testing and does not perform weak d testing. Tsc referred the customer to the IFU to the mts abd/rev gel cards that indicates, "most weak d antigen expressions will be detected as weak positive reactions with this reagent." And the ortho vision ref guide that indicates the following, "when a sample is collected from a recently transfused patient, the potential exists for the transfused red cells to concentrate after centrifugation at the bottom of the sample tube below their autologous cells. The probe aspirates from the bottom of the tube where the transfused cells generally concentrate which may lead to an unexpected result." Tsc discussed that the concern may be related to the patient recently being transfused and the difference in testing methodology at their sister facility and their gel methodology that could contribute to the discrepancy. Tsc confirmed that the customer is confident that the concern is not a failure of the vision or the mts abd/rev gel card. Customer satisfied with the discussion.

Manufacturer narrative:
Discrepant positive d antigen typing result for two samples from same patient. No definitive root cause has been identified but may be related to the difference in testing methodology. The investigation determined that the most probable root-cause of the discrepant false positive result is sample related; the patient potentially having a weak/partial d antigen which was previously not detected. There was no evidence of any systematic failure of the ortho clinical diagnostics reagent to perform as intended. No biased result was reported to the physician. No patient was harmed as a result of this event. Samples were not returned to ortho for further investigation. (B)(4).